Event description:
It was reported that while in the cath lab, the md inserted the sheath into the right femoral artery. The intra-aortic balloon (iab) was prepped per instruction. After the iab was inserted, the md noticed blood in the driveline tubing and the pump alarmed with a "high pressure alarm." The md used a syringe to manually pull a negative pressure, and at this point "more blood came into the line." The iab and sheath were immediately pulled out and another iab was inserted without incident.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.